Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 116 pg/ml. The repeat from a different line was 8.35 pg/ml. The stat application of the assay showed results of 7.76 pg/ml and 8.27 pg/ml. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The troponin t hs reagent lot number was 81184801 with an expiration date of 30-nov-2025.

Manufacturer narrative:
Sample quality alarms were observed on the alarm trace data. Both reagent and instrument issues can be excluded as qc was acceptable. Based on the information provided, the specific cause of the event could not be determined. The event is consistent with either sample quality issues or contamination of the assay cup due to dust in the laboratory environment. The investigation did not identify a product problem.